Event description:
Handset at nurse's station would not stop alarming. Further investigation revealed 2 floors nurse call system were not working. Resetting the system did not fix the problem. A manufacturer technician came on site and repaired a corrupt software file on the master computer (the other failed nurse call is a slave system).======================manufacturer response for nurse call, nurse communications module (per site reporter).======================manufacturer technician repaired a corrupt file in the software to correct the failure.